Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right side had several segments of coil breaking the process'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and systemic lupus erythematosus ('systemic lupus erythematosus') in an adult female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child). Concurrent conditions included migraine, general body pain and fibromyalgia. Concomitant products included cefixime (flexeril), gabapentin, hydroxychloroquine, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine, methocarbamol (robaxin), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain pelvic/low pelvis"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue"), uterine enlargement ("enlarged uterus"), cyst ("cysts") and cystitis interstitial ("bladder or urinary problems or changes interstitial cystits") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy laparoscopy with removal of tubes bilaterally and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, systemic lupus erythematosus, vaginal haemorrhage, anxiety, depression, migraine, headache, uterine leiomyoma, feeling abnormal, fatigue, weight increased, uterine enlargement, cyst and cystitis interstitial outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, cyst, cystitis interstitial, depression, device breakage, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, uterine enlargement, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6)2010: essure deices in excellent position with class I occlusion noted bilaterally; on (B)(6)2010: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received :event added-cystitis interstitial. Ablation marked for event menorrhagia.reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right side had several segments of coil breaking the process') and systemic lupus erythematosus ('systemic lupus erythematosus') in a female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child). Concurrent conditions included migraine, general body pain and fibromyalgia. Concomitant products included cefixime (flexeril), gabapentin, hydroxychloroquine, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine, methocarbamol (robaxin), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain pelvic/low pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue"), uterine enlargement ("enlarged uterus") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy laparoscopy with removal of tubes bilaterally.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, uterine leiomyoma, feeling abnormal, fatigue, weight increased, uterine enlargement and cyst outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, cyst, depression, device breakage, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, uterine enlargement, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2010: essure deices in excellent position with class I occlusion noted bilaterally; on (B)(6) 2010: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs+mr received :event "injury nos" was deleted and was updated to more specified event such as pelvic pain. Following events were added : abnormal bleeding (vaginal, menorrhagia), anxiety, depression, migraines, headaches, fibroids, brain fog, fatigue,weight gain, systemic lupus erythematosus, enlarged uterus, pain pelvic, cysts, right side had several segments of coil breaking the process (device breakage). Lot number added. Reporter information added. Concomitant conditions and products added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right side had several segments of coil breaking the process') and systemic lupus erythematosus ('systemic lupus erythematosus') in a female patient who had essure (batch no. 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child). Concurrent conditions included migraine, general body pain and fibromyalgia. Concomitant products included cefixime (flexeril), gabapentin, hydroxychloroquine, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine, methocarbamol (robaxin), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pain pelvic/low pelvis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue"), uterine enlargement ("enlarged uterus") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy laparoscopy with removal of tubes bilaterally.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, uterine leiomyoma, feeling abnormal, fatigue, weight increased, uterine enlargement and cyst outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, cyst, depression, device breakage, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, uterine enlargement, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded); on (B)(6) 2010: essure deices in excellent position with class I occlusion noted bilaterally; on (B)(6) 2010: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.